Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call reservoir compartment the top part it broke the ring comes off again. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer reported that pump has cosmetic damage. Customer reported that top part of the reservoir dislodged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage to casing. Unit received with fading serial number label. Unit received with minor scratched display window, case and keypad overlay.